Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The procedure on (B)(6) 2015 was to treat a lesion located in the diagonal artery. Vessel sizing was performed with optical coherence tomography (oct) and the diameter was determined to be 3 mm. Pre-dilatation was performed with a 2.5 x 15 mm nc balloon at 14 atmospheres (atm) with residual stenosis reduced to less than 40%. A 3.0 x 18 mm absorb scaffold was implanted. Post-dilatation was performed with a 3.0 x 12 mm nc balloon at 30 atm with the final angiographic residual stenosis less than 10%. The scaffold was confirmed to be fully apposed to the vessel wall. The patient was prescribed dual anti-platelet therapy (dapt) consisting of aspirin and clopidogrel for 1 year. On (B)(6) 2017, the patient returned with a symptomatic stemi and subsequently late scaffold thrombosis was identified. The endothelization of the absorb was analyzed with oct and it was decided to use reopro to dissolve the thrombus and post-dilate the absorb scaffold again. The patient was confirmed to have been compliant with their dapt post implantation. The patient's dapt was changed to aspirin, clopidogrel and sintrom. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: restenosis and thrombosis at 1 year 4 months post scaffold deployment. Proximal scaffold may have been undersized at initial implant. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The cine was received and reviewed by an abbott vascular clinical specialist. Restenosis was identified in the proximal end of the scaffold.